Event description:
An attempt was made to monitor the pt with the device through the defibrillation electrodes. Reportedly, when the device power was first turned on, the pt electrocardiogram was displayed as an artifact.